Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller d4: model #: 1420 / catalog #: 1420 / expiration date:28-feb-2026  /serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 10-feb-2025 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) patient came to the hospital reporting e-fault alarms with pump stop, high watt alarms, high power, and low flow condition, and also a vad disconnect was noted. The patient reportedly took a shower prior to the e-fault alarms. Review of the  logfiles/data files revealed  that the vad was running on a single stator due to two different wire involvements, and it was later reported that now the vad was working on both stators. The patient was admitted to the hospital while awaiting evaluation. The vad and the controller remain in use. No patient complications have been reported as a result of this event.